Event description:
During an ophthalmic procedure, the vitrectomy function of this ophthalmic microsurgical system would not allow the vitrectomy cutter to be driven. The procedure was completed manually.